Manufacturer narrative:
Additional information. Section d9: device available for evaluation: no, however, photo was available. Section d9: returned to manufacturer: product was not received, however, photo was received. Section h3: device evaluated by manufacturer: no, however, photo was evaluated. Section h6: adverse event problem: component codes: updated from '4742 - inserter' to '4755 - part/component/sub-assembly term not applicable' device evaluation: a customer photo was provided and evaluated. The photo displays the suspect cartridge packaging and label. No photos of the actual cartridge product was provided. Due to no product received, no further evaluation could be performed and no issues could be identified. Conclusion: the complaint issue "cartridge crack" was not identified during photo evaluation. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the unknown non-preloaded intraocular lens (iol) had marks on surface after implantation. Iol had to be removed during the same procedure. The cartridge was splitting on parts where it folded together. There was incision enlargement and sutures were required. No further information is provided. This report is for the cartridge. A separate report is being submitted for the intraocular lens.

Manufacturer narrative:
Section e1: reporter: telephone number: (B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.